Event description:
On (B)(6) 2025, during the insertion of an indwelling needle for the pediatric patient ((B)(6)), a small amount of blood seeped from the tail end of the steel needle core after successful insertion and withdrawal of the needle core. This suggests insufficient sealing at the tail end of the needle core.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.